Manufacturer narrative:
This report has been identified as event one of b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). Although the end customer has confirmed that no samples are available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1: blood leakage was observed when disconnecting the syringe after administration. "We are attaching the safe site to the hub of catheter and connecting a 3 cc syringe (to drawn out blood for creatinine), then connecting extension tubing to the safe site. It is leaking blood after the 3cc syringe is being disconnected." No injury reported.